Manufacturer narrative:
Details of complaint: it was reported that the central monitoring system (cns) screen went into a blue screen and booting by itself during monitoring bedside patients. The device displayed a "windows corrupt file" error message. No consequence or impact to the patients were reported. Service requested: repair. Service performed: repair. Additional device information: the following devices were being used in conjunction with the cns: concomitant medical products & common device name: 16 bedside monitors (no models and serial numbers were provided). Investigation result: device was put into service on (B)(6) 2013. Warranty expired on 8/18/2015. Service history for this device shows the following: (B)(6) 2019 (B)(4) - "network disconnect error" after installing new hdd. (B)(6) 2019 (B)(4) - current notification. (B)(6) 2018 (B)(4) - not related to hard drive. (B)(6) 2018 (B)(4) - not related to hard drive. (B)(6) 2015 (B)(4) - not related to hard drive. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failing is prevented when user follows prescribed maintenance procedures. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. Due to insufficient available information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined.

Event description:
It was reported that the central monitoring system (cns) screen went into a blue screen and rebooted by itself during monitoring patients. The device displayed a "windows corrupt file" error message. No consequence or impact to the patients were reported.